Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 08, 2024.

Manufacturer narrative:
This report is submitted on november 03, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and performance decrement with the device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery.